Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a3101 mayfield composite series base unit was not steady and the swivel adaptor can wiggle when everything was tightened down. There was no known patient impact or surgery delay.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The unit was received with the base handle test low at 48 ft pounds causing the transitional to move and needs to be readjusted. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation. The device did not pass the functional test. The observed condition was likely caused by wear and tear/ improperly handling of the device. The definite root cause could not be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.